Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead could not pace when suspended from the rv septum. After trying many times, there was still no pacing. The lead was attempted and not used. Another lead was used. No patient complications have been reported as a result of this event.